Event description:
It was reported that a CT scan showed potential cardiac perforation by the lead. Patient was asymptomatic. The lead was explanted and replaced. There were no adverse consequences to the patient.